Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of absence of a no delivery alarm and high blood glucose of 600 mg/dl. Troubleshooting found that the customer replaced the reservoir and infusion set which resolved the alarm. Customer declined high blood glucose troubleshooting.